Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. ---the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from area of forceps insertion. Was a device inserted in the trocar during the leaking? If so, what device? ---the information was not provided from the hospital. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the b5st device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the b5st device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4) = leak failure. The analysis results found that the b5st device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.